Event description:
A customer reported biased troponin I result on a pt sample compared to a non- j&j method. The biased results were reported. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.